Event description:
A medtronic representative reported that the screw attached to the biopsy guide is broken and needs to be replaced. There was no patient present.

Manufacturer narrative:
No patient information as no patient was involved in this concern. Device manufacture date was not available at the time of this report. The device has not been returned to the manufacturer.